Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment, and visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2018 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The screen brightness check then passed. The cycler underwent and passed a voltage test, a valve actuation test, and a system air leak test. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s point-of-contact reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler was dim during the ¿ready¿ phase. Despite the dim screen, the display brightness was reportedly set to 10. The contact tried rebooting the cycler, but the screen remained dim. The ts representative issued the patient a replacement cycler due to the screen brightness problem. The contact was told they could continue using the cycler until the replacement arrived. The contact was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The contact confirmed the patient had manual/continuous ambulatory peritoneal dialysis (capd) supplies and that they were trained to perform pd therapy without the cycler. They said the patient would perform capd therapy if necessary. Upon follow up, it was confirmed the patient completed treatment on the cycler on the day of the reported event. There was no patient injury or harm as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.